Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer would not open or close. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer would not open or close. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was failed to open and close. The field service engineer (fse) found that the screws holding the latch sensor were sheared off and replaced the latch sensor. The fse then powered on the station, it stalled at 7% and did not progress further, even after multiple power cycles. Then the fse reimaged the station to resolve the issue. After reimaging, the customer successfully logged in and recovered storage space in the inventory drawer. The system functioned as intended after the field service engineer repaired the device.